Event description:
It was reported that due to increasing pacing thresholds, a lead revision procedure was performed. During surgery, the lead was found to be dislodged and loose from the myocardium. Attempts to reposition the lead were unsuccessful due to the lead helix could not be retracted. The lead was left in place and a new lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.